Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose levels for the past several days. Blood glucose level was 429 mg/dl at the time of the call. Customer reported experiencing nausea and vomiting. No further information was provided.